Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the non-rotatable stopcock started leaking. There were two occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device; however, the complaint was not confirmed. Pressure testing was performed on samples from inventory and on the actual sample received. When tested under pressures used by the user, there were no failures or leakages. The alleged failure could not be duplicated through testing. Terumo will monitor for future issues. The complaint will be included in associate awareness training. There have been two previous complaints for this pack, both unrelated. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).